Event description:
The user facility was performing a case and it was reported, the patient suffered a "one and a half inch" laceration on the right anterior portion of the forehead. This was due to the uchr shifting distally on the patient during deep brain stimulation.

Manufacturer narrative:
Product was returned and assembled. There was no difficulty in assembly. No design or manufacturing defects were detected in examination of the uchr. A test of the head ring posts showed they were weaker than new, unused posts; which is expected due to normal use of the posts. It could not be determined if the posts or patient set up resulted in the event. A review of the complaint history resulted in the finding that this is an isolated failure.